Event description:
It was reported that pump declared repeated altitude alarms while insulin delivery was suspended, despite pump being used within normal altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance to clean speaker holes, remove and reconnect cartridge, and then load new cartridge, but altitude alarm persisted, so technical support arranged replacement pump and cartridge, instructed customer to use multiple daily injections as backup, provided instructions for storage mode and setup of replacement pump, and requested return of affected pump using provided shipping label.